Event description:
Complainant owns a construction business and routinely tests their employees for use of the drug marijauna. For the last 8 weeks they have been using the referenced over-the-counter in vitro diagnostic test kits on their employees and they have consistently tested positive (weekly tests) they became suspicious because they were certain that not all them smoked marijuana. So they tested themselves 4 or 5 times over the last month and they tested positive every time including two days ago. They claim they have not used marijuana. So they are claiming that the test is very defective in that it is giving many false positives. Labeling claims that is 99% effective and "FDA cleared" they stated that (obviously) false positives causes alot of problems for users in the form of lost jobs, incorrect drug use info on records, etc. There is an approved 510k for this test kit and many others (510k number k994220).